Manufacturer narrative:
Correction : b5 and h6 updated to remove 'incorrect, inadequate or imprecise result or readings' code and associated note of discrimination channel noise as it is non-applicable to this lead.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise. Fluoroscopy showed lead externalization. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise on both the far field and near-field channel. Fluoroscopy revealed lead externalization. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.